Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD)&#1298;iggered elective replacement indicator (eri) earlier than anticipated. The patients right atrial (ra) lead had dislodged and exhibited high thresholds. Both the device and lead were removed and replaced. No patient complications have been reported as a result of this event.